Manufacturer narrative:
The b5 summary and section h codes were updated to more accurately reflect the completed investigation.

Event description:
It was reported that two employees experienced pinched fingers while having difficulty trying to unload a cot from the powerload. No serious injury was alleged to have occurred as a result of the pinching.

Manufacturer narrative:
The b1, b5 summary, and section h codes have been updated to reflect the completed investigation.

Event description:
It was reported that two employees experienced pinched fingers while trying to unload a cot from the powerload. No serious injury was alleged to have occurred as a result of the pinching.

Event description:
It was reported that two employees experienced pinched fingers while trying to unload a cot from the powerload. Information about the severity of the injuries has not been provided.